Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we had another complaint on bd smartsite low sorbing extension set 0.2 micron low protein binding filter leaking, the nurse that reported the incident is at email xxx.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd smartsite¿ extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we had another complaint on bd smartsite low sorbing extension set 0.2 micron low protein binding filter leaking, the nurse that reported the incident is at email xxx.